Event description:
Alleged the head section rises very slowly and when he releases the head up switch, the head section slowly drifts down.

Manufacturer narrative:
The facility replaced the head down valve to repair the bed.